Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an scd pump. The customer states that the unit will not power on. The unit was returned to a covidien service center. Upon triage, service tech found a damaged power cord. The internal copper wires were exposed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.